Event description:
Correction to prior report of erosion: boston scientific received information that the physician observed thinning of the skin at the location of the pacemaker, rather than an erosion of the device through the skin. The physician did not suspect that an infection had occurred. Additionally, the patient had soreness at the generator site. This pacemaker was explanted by physician's request. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to erosion. Additional information indicates that there was no infection and the patient had soreness at the generator site. The device was explanted as per physician's request. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.